Event description:
It was reported, the patient had not charged his ipg after undergoing knee replacement surgery (date of knee replacement surgery not provided) and is no longer able to establish communication between his ipg and external devices. The physician decided to explant and replace the ipg. The patient reported effective stimulation postoperative.

Manufacturer narrative:
Correction: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.